Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The exp date is currently unavailable. The complaint device was received and evaluated. Visual observation confirmed that the needle was bent at an angle beyond its intended design. This can prevent proper deployment and actuation of the device as reported in the complaint. This failure can be attributed to the user technique where excessive force is applied on the device causing it to bend. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in canada that during meniscal repair surgical procedure, it was observed that the omnispan meniscal repair 27deg device implant had improper deployment. According to the reporter, the first implant went in correctly; the second did not and had to be removed by the surgeon. The first implant remained in place which the reporter believed it was loaded and discharged correctly. The surgeon had used the system before. It was reported indicated that this happened with 1 in 10 systems. There was a five minute delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.